Event description:
A trilogy evo ventilator was reported to have failed calibration during testing. There was no patient involvement, and no harm or injury reported. During testing at the customer site, the device failed a test step during testing resulting in a failure to calibrate. A philips field service engineer made the required repairs on site. The device's 3-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue: the fio2 housing and blower chassis were also replaced. The device met specifications for the performed services and was returned to service.